Manufacturer narrative:
Device evaluation the device was returned to animas and evaluated by product analysis on 11/20/2013 with the following results: confirmed the battery compartment is cracked at opening of battery chamber extending down beneath the finger pad and a second crack below the fingerpad. Unrelated to the complaint, observed the text on the display screen is starting to dim/faded and become discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
On (B)(6) 2013 the reporter contacted animas, alleging a (casing condition/cracked damaged casing) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.